Event description:
Report received from (B)(6) stated that the surgeon had difficulty in sculpting the cataract as the needle would not cut thru the cataract. On removal segment, the spc unit struggled to aspirate the cataract causing an anterior vitrectomy. While removing the cataract, a piece fell into the posterior of the eye requiring the surgeon to perform a posterior vitrectomy. The patient is being monitored.

Manufacturer narrative:
The pack and the needle used during this procedure were discarded by the hospital. The sterilization and lot history records were reviewed and found to be acceptable. Our engineer tested the unit; the vacuum and ultrasound functions were checked and he was unable to duplicate the problem.